Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed fault code 08 (motor controller fault detected)" was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was due to the defective drive train motor as a result of wear and tear of the device. The autopulse platform was manufactured in 2013 and is 6 years old, past the expected service life of 5 years. Upon visual inspection, no physical damage was observed. During initial functional testing, the autopulse platform stopped after performing few compressions and displayed fault code 08 (motor controller fault detected). The motor controller's built-in fault detection system signals a fault due to defective drive train motor. The archive data review showed occurrence of fault code 08 on the reported complaint date. The drive train motor needs to be replaced to remedy the fault code 08. Upon customer approval, the defective part will be replaced and the autopulse platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed fault code 08 (motor controller fault detected). No patient involvement.